Manufacturer narrative:
Received one used endobeam laser fiber with original unit packaging. An initial inspection of the returned device revealed the tip was missing from the fiber and was not returned with the sample. A visual inspection of the sample revealed the proximal end of the fiber in good condition with no char or burn marks. The distal end of the fiber revealed the stripped fiber tip was broken approximately 1mm under the strip junction. Due to the nature of the break, it is possible that upon removing the fiber from the packaging or insertion to instrumentation the fiber was stressed and broke. Any of the following conditions of mishandling could have contributed to the broken fiber: insertion of the fiber when the scope is in the deflection position. Pulling the fiber from the mounting card without lifting the tabs. A review of he device history record did not indicate any manufacturing nonconformance that could have caused or contributed to the reported event. The reported event is confirmed as user-related. The instructions for use for this device has the following precautions: when removing the fiber from its pouch or tray, secure the distal tip to avoid damage or contamination. Do not apply excessive force to the tip of the fiber as breakage may result. The IFU instructs the user to ¿remove the fiber carefully from its package, avoiding any inadvertent contamination or damage.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip was broken in the packaging which was noticed before use on the patient.